Manufacturer narrative:
(B)(4) - re-insertion. Evaluation summary: the device was returned for analysis. Difficulty to remove the sds from the deployed stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified left anterior descending artery. A 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, it could not cross. The sds was removed and an unknown 3.0 x 15 mm balloon catheter was used for pre-dilatation. The same sds was advanced and crossed the lesion. The stent implant was deployed at 12 atmospheres (atm) but during removal there was resistance felt and the balloon stuck to the implanted stent and could not be removed. An attempt was made to pull the sds out of the stent but the guiding catheter was being pulled into the lesion. The balloon was inflated to 10 atm and hard negative was pulled and the sds still could not be removed. The balloon was inflated to 4 atm and a soft deflation was performed and the sds was pushed forward and backward and it was finally able to be removed with the rest of the devices as a single unit. A cine revealed that there were no issues and the stent was fully deployed. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.